Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has experienced multiple battery alerts. Customer reported that, at times, the insulin pump will suspend itself and she has to hit it to restart. Customer's blood glucose reading was 153 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery, failed battery test, weak battery, bad battery, off no power alarm noted. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.